Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 259 and 80 mg/dl. Tests were done within 10 minutes. Patient cleaning meter incorrectly and does not use check strips for tests. Patient did not experience any adverse events. No further information has been reported.